Manufacturer narrative:
(B)(6). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "elastomeric folds," and "axillary lymph nodes with preserved signal intensity."

Event description:
Healthcare provider reported "elastomeric folds," and "axillary lymph nodes with preserved signal intensity." This is for the right side. Device remains implanted.

Event description:
Healthcare provider reported "elastomeric folds," and "axillary lymph nodes with preserved signal intensity." This is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.